Manufacturer narrative:
Correction: the correct date of revision surgery is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site, and impaired healing. The wound was cleaned during a surgical procedure on (B)(6) 2012; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.